Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition with no appearance of physical damage. During occlusion testing, motor not running was found at beginning. The root cause of the reported issue was found to be u29 on main board does not operate as intended as a result of normal wear. Replaced main board. Performed occlusion test and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor not running message. No patient injury was reported.